Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture and an exchange from textured to smooth implants due to the patient's concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. The device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture, pain, and exchange from textured to smooth implants due to the patient's concern with the product. Devices has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device.